Event description:
Coagulation working intermittently- esu machine and handpiece were sequstered.additional information obtained from the site:there was no injury to the patient.the esu power stting was 35 watts.esu generator was inspected by biomed and passed inspection. Disposable esu pencil shipped back.